Manufacturer narrative:
(B)(4). The analysis results found that the device was received with a malformed clip inside the shaft; the clip was manually removed in order to test the device for functionality. Upon cycling the device, it was noted to be empty and locked out; the orange indicator was under traveled. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "would not feed" (activation of the lock out mechanism). In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the event reported. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: "the clips were not loading/forming properly" is this referring to the same incident that one shot out of the jaws onto the table. Were there malformed staples? Yes. Did the clip eject from the jaws unformed? Yes. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger?no. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient?yes. On back table. What were the indications for surgery? Unknown. What was found? Does the patient have any relevant history of surgical treatments? Unknown. If so, what? Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not loading/forming properly. The surgeon fired the clips on the back table and one shot out of the jaws onto the table. There were no patient consequences. The case was completed using another device of the same product code.